Event description:
It was reported that on (B)(6) 2008 a second acl revision was done to correct the looseness of the implant from the first revision of (B)(6) 2008. A bio interference screw (B)(4) was removed and a synthes (competitor's) screw and washer implanted. Re-fixation of allograft to help with laxity (loosening) of acl.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record cannot be performed. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There was no arthrex product failure reported but the devices were removed because the allograft loosened. A likely cause of the event was patient non-compliance or re-injury. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.